Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they were able to clear the alarm and was able to rewind the pump. Customer was advised to perform displacement test and test did not passed. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump error 63 alarmed during self test and confirmed in pump history with variable (03) due to broken trace at keypad assembly (pin 6). Volume did not change when adjusted. Audio/vibrate anomaly/absence of alarm confirmed. Pump failed active current test and sleep current test and isolated to electrical board. No pump error alarms noted during testing however, drive count and the main arm cannot communicate with the motor arm alarms were found in the formatted history file. The motor was tested outside the pump and passed.